Event description:
According to the reporter: the device burst while inflating in the pt. One sided inflated and one side did not. All pieces were accounted for. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or anticipated tissue loss.

Manufacturer narrative:
(B)(4).